Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application did not open, and the machine had been rebooted but remained on the blue care fusion screen. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical campus. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application did not open, and the machine had been rebooted but remained on the blue care fusion screen. A technical support specialist (tss) dialed into the affected station and attempted to enable automatic login for the carefusion network application through the station configuration utility, followed by a system reboot, however the device remained on the blue screen. The tss verified the application directory and identified that the remote support service update agent was missing. The tss removed the existing remote support service agents and the remote support service component manager from the system and proceeded to manually install them by following the knowledge article titled "how to manually install rss agents & rss component manager". The tss installed the remote support service component manager using the appropriate package and rebooted the station. The tss confirmed that the medication application launched successfully after the reboot. The tss notified the customer of the resolution, confirmed successful functionality, and proceeded with case closure. The system functioned as intended after technical support specialist troubleshot the device.